Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 31 mg/dl, 27 mg/l, and 181 mg/dl. No adverse event was reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.